Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 09:18:00. During night drain cycle two, the patient's ultrafiltration reading was 1431ml, indicating the home patient (hp) drained 1431ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1431 ml during therapy initiated on (B)(4) 2012 at 9:18, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(4) 2012 at 9:18. Drain one of five was not completed, therefore fill two of five was a partial fill and the fill volume was 978 ml, which was less than the expected fill volume of 2000 ml. Review of the event log revealed the cycle two drain was completed and the user's actual drain volume during cycle two was 2406 ml. The actual drain volume of 2406 ml is 120% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.